Manufacturer narrative:
(B)(4) date sent to the FDA: 03/07/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5059546.

Event description:
It was reported that the patient underwent an unknown procedure in 2004 and mesh was implanted to the right groin. In 2014, the patient experienced severe pain to the right groin. The patient had multiple scans and tests and, as per patient, it was found that the mesh was the problem. It was also reported that the patient had an ilioinguinal nerve ablation but did not help. The surgeon opines that only taking mesh out will help, but there are serious risks and a thirty percent chance of not helping. Additional information has been requested.